Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported the suspect component is available for analysis and an rga (return good authorization) has been issued. At this time, carefusion has not received the suspect component for evaluation.

Event description:
The customer reported while using the vela ventilator; the unit displays low ve (low minute ventilation), circuit disconnect, xdcr fault (transducer fault), and low pip (low peak inspiratory pressure) alarms. The customer performed troubleshooting, but the issue was not resolved. The customer reported the exhalation pressure transducer failed through calibration testing. The customer reported no patient involvement associated with the event.